Event description:
It was reported that this right ventricular (rv) lead had loss of capture (loc) and perforated the ventricle, which was confirmed through a computerized tomography (CT) scan. Lead was repositioned. No additional adverse patient effects were reported.